Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device, during the initial drain. The registered nurse (rn) explained that the home patient (hp) was setting up the hc. The rn stated that the hp could not confirm whether they were connected or not at the time of the alarm. The technical service representative (tsr) instructed to close the clamps and cycle the power on the hc to clear the alarm. The tsr explained the alarm. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. The rn was going to have the hp start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a follow up medwatch will be submitted.